Event description:
During a percutaneous transluminal angioplasty (pta) to the superficial femoral artery, the balloon was reported to have ruptured. The vessel was described as having a 99% stenosis. The product was prepared as per the IFU. There was no reported pt injury. There is no add'l info regarding pt, lesion or procedural characteristics regarding this event. The product was not available for analysis. A DHR review was performed and showed that, this lot product, including subassemblies, met all requirements per the applicable mqp, including the burst test values. With the limited amount of information available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact on this event.